Manufacturer narrative:
Final device analysis reveals connector broken around suture ring.

Event description:
It was reported that the patient wanted the pump removed. The pump and catheter were returned to the manufacturer for analysis.